Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735819, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3, h6: the returned bin was analyzed. The plastic front of the had been pulled from the metal back separating the two pieces. One of the four cord wraps had also been broken off. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the storage bin had pins come disconnected causing it to not hold the flat emitter properly. There was no patient involvement.